Event description:
Info rec'd that the head was not going up. No injury reported.

Manufacturer narrative:
Technician found that the head was not raising up due to damaged coil and valves. Replaced the coil and valves to resolve this issue.